Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine evaluation, interrogation of the device gave a magnet rate of 47.6 ppm and battery voltage of 2.30v. The current drain was 60ua and the battery impedance was 8 kohms. Dashes (---) were also displayed for base rate, sensor parameters and mode. Therefore, the device was replaced.